Event description:
Upon navigation to the lesion site (subclavian), it was noticed that the visi-pro stent was coming loose from the balloon. An attempt was made to back the stent out. Once the balloon was pulled from the patient and examined, it was noticed that the stent had fallen off into the iliac artery. Additional information received indicated that there was an unsuccessful attempt to recover the visi-pro stent. The stent was deployed in the right iliac artery.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.